Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported that the patient had been cleared for mris and had recent mris over several days due to active scan time limits. The provider noted the patient had their knee scanned on the 9th and 10th and the hip on the 13th. It was mentioned that the patient was being scanned for under 30 minutes, with no blankets, no fever and was over (B)(6) pounds. The provider stated that the night before the patient had felt shocks in their knee that lasted about three minutes and they had never experienced that before. There were no traumas or falls reported to be related to the issue and no twisting or tweaking. The indications for use were spinal pain and failed back surgery syndrome.